Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: - what does "...the search for the needle tip failed" mean? Please provide additional details about this statement. - were x-rays taken to locate the needle tip? - is there any plan in place to remove the needle in the future? ¿ if so, could you please provide the scheduled date for the removal? ¿ what is the surgeon's opinion of the potential consequences for the patient? - was there any additional tissue damage resulting from the search for the needle? - what is the current status of the patient? - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the closure of the fascia, the needle tip cut into the tissue. The search for the needle tip failed. There were no patient consequences reported. Additional information was requested.